Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
A transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve was performed via right subclavian approach. In this case, during tavr procedure, while pulling the pusher back, the valve moved aortic (1.5 marker), but was determined to be acceptable. During balloon inflation the sheath was "pulled in or sucked in" to the left ventricle side despite pulling it back. As a result, the balloon inflated only 60-70% of the intended volume. When the delivery system was re-advanced to post-dilate the balloon, the valve dislodged into the lv. The delivery system was able to be passed through the valve orifice and was lifted back into the aortic annulus. Eventually, the valve was deployed in 60:40 a/v at the non-coronary cusp (ncc), and 50:50 a/v of left coronary cusp (lcc). No adverse event occurred.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Edwards commander delivery system with sapien 3 is currently not indicated for use with any other sheath but the esheath in aortic/mitral position. Regardless, instructions and training material for the procedure in the aortic/mitral position with the commander delivery system, sapien 3 and esheath were reviewed below. The procedural manual supplemental for subclavian and axillary approach provides guidance on valve alignment, crossing and pull ack the flex catheter. Retract the sheath while keeping the delivery system in place until the valve is exposed, perform valve alignment in straight section of the vasculature (not inside sheath) and tapered tip of the delivery system will come back across the aortic valve into aorta. Continue to track and cross without flexing and pull back the flex catheter. No IFU or training deficiencies were identified. The complaints for malpositioned and thv embolized into ventricle were unable to be confirmed due to unavailability of relevant imagery/medical reports. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during valve deployment, the sheath was -pulled in/sucked in- to the lv side despite pulling it back, and it interfered with the valve. As a result, the balloon inflated only 60-70% of the intended volume. When the sheath was pulled back, the commander ds was also pulled back accidentally too. When the ds was re-advanced to post-dilate the balloon, the valve dislodged into the lv.' Due to the sheath movement ('suck in') led to the balloon inflation restricted during the valve deployment, so the deployed valve could not be secured onto the target site (native annulus). Further manipulation (retract and advance) of delivery system led to the unsecure deployed valve dislodged from the target site (native annulus) into the ventricle as reported. As reported, "the ds was able to be passed through the valve orifice and was lifted back into the aortic annulus. Eventually, the valve was deployed in 60:40 a/v at the non-coronary cusp (ncc), and 50:50 a/v of left coronary cusp (lcc)." In this case, the embolized valve (partially expanded) was retrieved from the ventricle, so it might challenge to re-position and re-deploy the valve onto the target location, which resulted malposition thv (too low and tilted) as reported. In this case, available information suggests that procedural factors (difficulty to re-position and re-deploy the retracted valve, balloon inflation restricted by non-ew sheath, and device manipulation) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.